Event description:
A pt experienced a posterior capsule tear during a surgeon evaluation of a barrett v2 I/a tip, (B)(4). An mst sales rep, in attendance, stated that the surgeon reported that the pt experienced a posterior capsule tear just after the barrett tip was placed against the posterior capsule. The surgeon stated that the device appeared sharp which resulted in the tear.

Manufacturer narrative:
The returned unit was clean and had no apparent damage when inspected with the naked eye. Inspection at 40x demonstrated that the port is well shaped with no burrs or gouges. The remainder of the tip is in very good condition, like new condition as well. The device was manufactured in 04/01/2012 and a review of the DHR (bhr) demonstrated no unusual mfg issues or nonconformities.